Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Serial#: unknown, was not provided. Expiration date: unknown, as serial number was not provided. Catalog #: a partial catalog number is being provided as the serial number is unknown. UDI#: unknown as the serial number was not provided. If implanted, give date: unknown, if lens was implanted. If explanted, give date: unknown, if lens was implanted. Device manufacture date: unknown, as serial number was not provided. Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that small particles were observed on the monofocal intraocular lens (iol). These particles are typically stuck in the visco elastic and are aspirated away. No further information was provided.